Event description:
The patient was implanted with a left ventricular assist device (lvad). It was reported by the vad coordinator that the patient experienced two brief alarms that resolved themselves. The patient is on hemodialysis and has never left the hospital since implant. The patient was in bed eating breakfast at the time of the event and was asymptomatic. The event history showed multiple low flow advisories and two pump stoppages. The map was 100 at the time and blood pressure medication was given to the patient. The manufacturer's technical service group reviewed the submitted log file and confirmed the pump stop events. The low speed and pump stop events were noted to be during consecutive pi events. It was recommended that the hospital staff exchange the patient's system controller, and they did.

Manufacturer narrative:
The system controller was returned to the manufacturer for evaluation and is currently being analyzed. No further information is available at this time. A supplemental report will be submitted when the device analysis is completed.

Manufacturer narrative:
The report of low flow and pump stop events was confirmed based on a review of the log file retrieved from the returned system controller. The log file from this system controller captured events for elevated power and elevated flow readings throughout the retrieved log file data. There was a series of low flow hazard events recorded (B)(6) 2014 and on (B)(6) 2014, where the pump speed was captured at levels less than the low speed setting, as well as several pump stop events. The returned system controller was functionally evaluated and was determined to be operating as intended. The returned device was also operated on a mock circulatory loop without any notable event captured. The events recorded in the log file could not be attributed to an issue with the returned system controller a review of the device history records revealed that the returned system controller met applicable specifications. No further information was provided. The manufacturer is closing the file on this event.